Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. After troubleshooting, the stm confirmed the leak in the helium regulator. After installing the new regulator the iabp still would not hold back pressure. The helium bottle was swapped with one from another iabp and the pressure held. The leaky helium bottle was given to the hospital's biomed. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) has an internal leak. When the regulator is closed, the back pressure leaks and does not hold. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.